Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a short between the atrial and ventricular distal tip feed-thru wires, which caused the reported output anomaly.

Event description:
It was reported that the pulse generator exhibited ventricular capture during aai pacing. It was confirmed that the leads were in the correct ports and correct positioning was verified via fluoroscopy. The pulse generator was disconnected from the leads and replaced.

Manufacturer narrative:
(B)(4).

Event description:
AED could not analyze pt during deployment. (B) (4).